Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date) and h4. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information through its implant patient registry that a 23mm aortic valve was explanted after a duration of approximately ten (10) months due to unknown reason. A smaller size same model 21mm aortic valve was implanted in replacement.